Event description:
It was reported there was no wireless telemetry. The programmer was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported that this programmer lost its wireless telemetry function. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Upon further review this is not a reportable complaint and FDA report #2182208-2012-00603 is being redacted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.